Event description:
It was reported that the patient underwent implantable pulse generator (ipg) was no longer working as intended. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient is doing fine postoperatively. Battery cannot be sent back due to hospital disposal policy.

Manufacturer narrative:
Investigation results: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) was no longer working as intended. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient is doing fine postoperatively. Battery cannot be sent back due to hospital disposal policy.